Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing came apart at y-site, and returned the affected sample for failure investigation. Microscopic analysis was conducted on the device. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the analysis determined that the root cause was insufficient solvent at the connection. This is a known issue that is being trended by manufacturing.

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart and leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported that there was an issue with one alaris pump tubing item # 2426-0500 that occurred on (B)(6) 2020. Per customer response: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? IV tubing coming apart at y site. Medication leaked out.